Manufacturer narrative:
Attachment article, titled " bioresorbable scaffolds for coronary revascularization: from concept to clinical maturity.¿ b3 and d6: estimated dates the device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of thrombosis is listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The article provides a review of updated synthesis of the design principles, clinical outcomes, and procedural considerations of drug-eluting bioresorbable scaffolds (brss) including absorb, neovas, meres-100, and magmaris. Early enthusiasm for first-generation polymeric devices, such as the absorb bioresorbable vascular scaffold, was tempered by increased rates of scaffold thrombosis and late adverse events, largely attributed to thick struts, suboptimal implantation techniques, and unpredictable degradation kinetics. The article concluded that while coronary stenting remains the standard treatment for patients undergoing angioplasty, the emergence of brs technology presents an innovative alternative that holds promise for the future of cad management. Details are listed in the attached article, titled " bioresorbable scaffolds for coronary revascularization: from concept to clinical maturity.¿ no additional information was provided.